Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020, the patient was re-implanted with a new device during the same surgery. This report is submitted on 16 december 2020.

Manufacturer narrative:
This report is submitted on june 24, 2021.

Manufacturer narrative:
This report is submitted on october 15, 2020.

Event description:
Per the surgeon, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved.